Event description:
As reported in the scientific literature, a multi-center randomized trial was conducted between 1992 and 1996 with 6 mm thin-walled gore-tex stretch vascular grafts in the above-knee femoropopliteal bypass position. There was one graft occlusion within 30 days postoperatively in the eptfe group. No further information is available.

Manufacturer narrative:
No further information is available. Van det rj, vriens bhr, van der palen j, geelkerken rh, dacron or eptfe for femoro-popliteal above-knee bypass grafting: short- and long-term results of a multicentre randomised trial. Eur j vasc endovasc surg 2009; 37(4):457-463.